Event description:
It was reported to adac that when the user tried to export the record and verify system, user's y jaws of the multileaf collimator (mlc) were reversed. No injuries were reported as a result of this issue.